Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a malfunction alarm. The pump was subsequently noted to be unresponsive. The customer connected the pump to a power source to charge and the pump turned on. The customer reported a blood glucose (bg) level of 29 mg/dl. The customer reported that due to the malfunction the continuous glucose monitor was unable to alert the customer of the low bg. Assistance was required from the customer's daughter to administer glucose via a glucose kit. Reportedly, the customer had a seizure resulting in a black eye, bruised elbow and thigh. At the time of the report, the customer's bg level was 180 mg/dl.